Event description:
It was reported that a malfunction alarm occurred. It was confirmed that there was no adverse impact on the customer¿s blood glucose levels, staying below 500 mg/dl. Technical support decided to replace the malfunctioning pump. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.